Manufacturer narrative:
E1 - initial reporter establishment name -(B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported the distal end cap could not be attached during inspection for use involving an olympus duodenovideoscope. No patient harm was reported.